Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve, addressing degenerative mitral regurgitation. Therefore, deployment in the tricuspid position is considered off-label. H3 other text: not returned.

Event description:
Edwards received notification of a pascal in tricuspid position where there was massive tricuspid annular dilatation with malcoaptation, septal leaflet tethering. The clasp device was partially on the leaflets and were removed.

Manufacturer narrative:
The complaint for reduced therapeutic efficacy over time / incorrect implant position was confirmed with objective evidence. No manufacturing non-conformities were identified from the imaging evaluation. Available information suggests that patient conditions including a large flail segment may have contributed to the reported event. Possible contributing factors to the high residual tr include procedural related issues and positioning of the ace devices leaving the largest central tr jet untreated.